Manufacturer narrative:
The device remains implanted and will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date. If new information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately three years, four months post implant of this bioprosthetic aortic valve, this valve was replaced, valve-in-valve with a transcatheter aortic valve. No failure mechanism and no other patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this device was replaced due to aortic stenosis and elevated gradients. Prior to the replacement procedure, the patient presented with increased shortness of breath and heart failure symptoms. The replacement procedure was successful, and no other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.